Event description:
It was reported that a post-operative infection occurred and the implantable neurostimulator (ins) and extension were removed approximately 5 days after implant. The device was implanted on (B)(6) 2012. It was stated that the specific site of the infection was unknown. It was stated that the replacement of the device happened on the day of the report. The replacement was reported to be successful with no known issues at the time.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# va0214q, implanted: (B)(6) 2012, product type: lead. (B)(4).